Event description:
Rptr never used a walker before surgery. She could keep any kind of shoe on her feet; now she must use shoes that tie on. She has constant pain. She has sore spot at l-5 to s1 area with sharp pains. Her one leg seems shorter than the other since surgery. She cannot ride in a car without pain. She states she is so miserable she wishes it were possible to remove the plates and screws.